Event description:
It was reported to vyaire medical that the revel ventilator has vent inop alarm. At this time, ther e was no information of patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.